Manufacturer narrative:
Image analysis review of the medical records by sjm's medical consultant resulted in the following findings: the (B)(6), male patient was born with a significant, past medical history of critical aortic stenosis. He underwent surgical valvotomy after birth was followed by balloon aortic valvuloplasty at (B)(6). His most recent surgery consisted of an efe (endocardial fibroelastosis) resection and placement of a 21mm onyx valve in the aortic position and mitral valvuloplasty. He had a small asd whose size increased over time. He had evidence of right ventricular enlargement. During cardiac catheterization during implant on (B)(6) 2011, the defect was found to be hemodynamically significant with a definite increase in saturations from the svc to the pa. The native diameter of the defect was 13mm and the balloon stop-flow diameter was 15mm. A 15mm amplatzer septal occluder (aso) was placed. There was a question about significant elevation of the lvdd during balloon occlusion so to relieve the pressure, a 3mm fenestration was created in the aso prior to placement. An echocardiogram suggested a residual shunt post-device placement but it was thought to be insignificant. The procedure was uneventful. However, the next morning, the aso was found to have embolized into the left ventricle. The patient was referred to surgery for device removal and patch closure of his asd. The surgeon's description stated that the defect was very posterior which made inspection of the mitral valve difficult, meaning the defect was an eccentric, secundum-type asd. No images were provided. Conclusion according to sjm's medical consultant the following conclusions were drawn: the patient presented with complex congenital heart disease, status post aortic valve replacement, mitral valvuloplasty and resection of efe the patient presented with a secundum-type asd with posterior deviation per CT surgery as in the defect was eccentric and the posterior location signified a deficient posterior rim that may have caused the device to embolize. The absence of echocardiographic images precluded any objective analysis or definitive conclusion.

Manufacturer narrative:
Device analysis: aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Image analysis: aga made several attempts to request further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the event remains unknown. If further information becomes available, a supplemental report will be submitted.

Event description:
According to the initial information received, a nurse at (B)(6) called aga medical for a patient ID card but said the device was explanted after it "moved."